Event description:
It was reported that the patient experienced two ventricular tachycardia and ventricular fibrillation events after implantation on (B)(6) 2021 that were treated by the device. Device interrogation and chest x-ray performed afterwards revealed loss of capture and high capture thresholds due to right ventricular lead dislodgement. The physician attempted to reposition the lead but the rv lead helix would not retract, so the rv lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be partially extended and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.